Manufacturer narrative:
We have now completed our investigation into the reported complaint. No batch record review can be carried out, due to no lot number being provided. A complaints history review was carried out there has been three further issue of this nature reported, however no lot number present. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Potential causes for the issue experienced are: dressing not applied properly, without creases and fixation strips; filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage; dressing integrity has been compromised the pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
Patient with carpal tunnel on wrist injury. Applied pico got suction originally but after 10min kept losing seal. The alarm kept going off. More film was applied to try get a seal. It kept alarming and patient disconnected. No patient injury reported.